Manufacturer narrative:
Device is combination product. Age at time of event 18 years or older.

Event description:
It was reported that chest pain and stent thrombosis occurred. Vascular access was obtained via the radial artery. Prior to the procedure the patient was given aspirin and clopidogrel, and antiplatelet mediation was given during the procedure. The concentric, de novo target lesion was located in the left anterior descending artery (lad). A 16 x 3.50 promus elite stent was deployed proximally and a 16 x 2.50 promus elite stent was deployed distally in the lad with a gap between the stents. Post dilatation was performed and timi 3 flow was achieved distally. Both stents were well positioned and well apposed. There was no perforation or dissection. One hour after the procedure, the patient started to complain of chest pain. An image was taken which revealed stent thrombosis. The procedure was completed with another of the same device. No further patient complications were reported and the patient was reported to be stable following the procedure.